Event description:
Dense adhesions, elevated wbc, fever. A physician indicated that one of his pts experienced elevated wbc and fever post surgery. The pt's history includes colectomy and pouch procedure where three sheets of seprafilm were placed in the right and left gutters and under the midline incision. During the ileostomy closure performed six weeks later, a half sheet of seprafilm was placed at the ileostomy wound. Approx three weeks post closure procedure, the pt required re-operation to repair a rectovaginal fistula. During this procedure dense adhesions were noted. The surgeon placed an add'l sheet of seprafilm during this procedure as well. Post surgery the pt's white blood cell count was reported to be 40,000 with the presence of fever. Infection culture was negative. Steroids were administered and stopped after nine days. The pt was reported to have recovered without sequelae. The reporting physician assessed the events as possibly related to seprafilm.